Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal power distributor (upd) unit for failure analysis evaluation. Upon visual inspection of the unit, no issues were found that would be related to the reported failure. The upd was installed on an in-house test system where the component functioned as expected. The system started up with an error and all arms were red.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced the universal power distribution (upd) to resolve the error. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a non-recoverable error on the system. The customer power cycled the system, but the error returned. The customer opted to convert the case instead of continuing with the system. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the reported error pointing to the universal power distribution (upd) in the logs. The procedure was converted to laparoscopy. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering the system on. The system initially powered on without errors. The customer converted to laparoscopic surgery and added one additional 5 mm port.